Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep replaced the starter board and a power supply was ordered and will be changed out upon receipt. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding an imaging system issue that occurred outside of a procedure. It was reported that while prepping for a case, the site noticed that the system was beeping. After two attempts to reboot the system, the beeping went away. There was no patient present when this issue was identified. No further information was provided.

Manufacturer narrative:
The generator starter board was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power supply for the imaging system was returned to the manufacturer for evaluation. Testing found that the unit did not pass bench testing as the power supply voltage would fluctuate.

Manufacturer narrative:
Correction needed. The correct initial reporter was reported to be miles philips. If information is provided in the future, a supplemental report will be issued.